Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of sensor error alarms. The customer's blood glucose reading was 220 mg/dl. During the call, the customer received cal error alarm. The customer's insertion site is the abdomen. The customer stated that the sensor is fully inserted and flat against the skin. The customer stated that the alarm did not occur shortly after performing a "find lost sensor." The customer removed the sensor and stated that it was damaged. The customer will be sent replacement sensors.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor and performed continuity resistance test, sensor passed per specifications also, performed bicarbonate buffer test, the sensor passed with accurate readings.